Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece with no attached device. Blood was noted at the distal cap region. Functional testing of the catheter was performed. When positioning the tether control knob to the misaligned position, the bullets were aligned. When positioning the tether control knob to the aligned position, the bullets were misaligned. Dimensional analysis found both the aligned and misaligned offset were out of specification. The cause of the reported event was due to misalignment of the tether wires.

Event description:
It was reported that during the initial implant procedure, the right atrial (ra) leadless pacemaker (lp) was implanted. When entering tether mode, the ra lp prematurely released from the delivery catheter. The ra lp remains implanted. The patient was in stable condition.